Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the malformed clip was fed into the jaws during use. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2022. D4: batch # v95j25. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage in the external components. Upon visual inspection, one clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all, however, no conclusion could be reached regarding what may have caused the clip jamming. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.